Event description:
A physician reported a pt who was double skin tested on 7/16/97 and 8/6/97 with negative results. On 9/29/97 the pt rec'd her first treatment in the right oral commisurre and had no adverse response. The pt had a second treatment on 10/20/97 in the right side of the chin to treat an acne scar and expression line. On 11/24/97 the pt presented with an itchy, hive-like area on the chin treatment site; exact date of onset unk. No redness was reported. The physician diagnosed a hypersensitivity and rescribed oral zyrtec.